Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the foley disconnected at the seal at the junction of the catheter and tube connection point. The foley was replaced and there was no harm to the patient.

Manufacturer narrative:
The device history record could not be reviewed because the lot number provided by the customer is not a valid lot number. One sample was returned for evaluation. The sample was visually inspected. The reported problem was observed in the sample; the catheter was already separated from the connector. It is not clear how the device separated. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences. This action is currently ongoing. This complaint will be closed with no further action and will be used for tracking and trending purposes.